Manufacturer narrative:
Concomitant products: 3ml covidien monoject syringe ref 8881579300, lot 3128082, exp 2018-07-01, 0.9% nacl, therapy date (B)(6) 2016. No product will be returned per customer. The customer complaint could not be confirmed the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a crack on the hub of a t-connector where it was mated to a "clave" discovered during flushing with normal saline. Although requested no additional information has been provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack on the hub of a t-connector discovered during flushing with normal saline. There was no patient harm.